Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a lead introducer kit. During full implant, rep said the lead introducer would not advance down the guidewire; the lead introducer was stuck in the guidewire. An environmental/external/patient factors that may have led or contributed to the issue was blood was noticed on the guidewire upon sliding on the lead introducer. The lead introducer could not be removed nor advanced so a new lead introducer kit was opened and used. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the guidewire/lead introducer issue was not determined. The device will be returned to the manufacturing company. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the guidewire/lead introducer issue was not determined. The device will be returned to the manufacturing company and was mailed in at the time of this report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis: analysis of the accessory 355018 interstim peripheral ne (lot# w60402) found the directional guide of the dilator could not be moved. This was traced to foreign material. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.